Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a heavily calcified, 90-95% stenosed lesion in the proximal and mid circumflex artery. The vessel was tortuous and 2.5-3.0mm in diameter. Four treatments were performed with the oad followed by balloon angioplasty. Imaging following balloon angioplasty did not reveal any issue in the vessel. A stent was inserted and the guideliner was advance for additional support. The patient experienced chest pain, and a small perforation was observed in the proximal vessel. A covered stent was placed to resolve the perforation. The patient was stable following the procedure. The physician was unable to determine if the oad caused or contributed to the perforation.